Manufacturer narrative:
No motor error alarm was noted. The insulin pump passed the displacement test, rewind and basic occlusion test. The pump was unable to prime during prime test due to cracked end cap. The motor was tested outside of the device and passed. The pump had cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip, a missing end cap sticker and minor scratched display window.

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 342 mg/dl. The customer stated that his pump alarmed motor error during a bolus. The customer stated that the pump was not exposed to high magnetic field. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.